Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the customer reported that the guide does not take the 1-6m k wire. The repair technician reported the k-wire hole is larger than it should be, the screw will not unscrew completely and the hole is damaged & bent. The cause of the issue is unknown. The reason for repair is damage and stripped threads. The part could not be repaired according to the inspection sheet. The item will be forwarded to customer quality. The evaluation was confirmed. The insertion guide was bent and threaded, due to which there could have been a difficulty assembling the guide and k-wire. Hence the complaint would be confirmed on the part. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = part: 323.050, lot: 3104472, manufacturing site: hagendorf, release to warehouse date: 27 march 2009. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the insertion guide cold welded to the hole in the 1.6mm wire. The procedure was successfully completed without surgical delay. There was no patient consequence. This report is for one (1) insertion guide. This is report 1 of 1 for (B)(4).